Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Since the device was manufactured more than 15 years ago, no manufacturing records remain and the contents cannot be checked. The suggested phenomena were confirmed - however, a further presumption of cause could not be established, save that the phenomena were estimated to be accidental failures because the multiple tendency was not confirmed as a failure. No evidence has been identified to suggest a potential to expand. It was concluded that this was not caused by user misuse. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus maintenance unit, a power switch failure was noted. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power switch was broken and the metal sections of the power circuit were exposed. Additionally, the protective cover was cracked, and the plastic cap had been torn off. If additional information becomes available following the device evaluation, a supplemental report will be filed.